Manufacturer narrative:
Evaluation summary it was caused due to an excessive force applied on the lg cable connector assy. In addition, we confirmed that the ccd driver pcb defect; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The lg connector assy is leaky. Service found a small crack in the ground plate.